Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, access site stenosis was reported. One unit of blood was transfused and percutaneous transluminal angioplasty (pta) was performed. It was unknown of the delivery catheter system (dcs) caused or contributed to the stenosis and pta. No additional adverse patient effects were reported.